Manufacturer narrative:
(B)(4). Method: the compliant mr290 autofeed humidification chamber was not returned to fisher & paykel healthcare in (B)(4) for investigation. Our analysis is accordingly based on the event description and our knowledge of the product from previous investigations of similar complaints. Conclusion: without the return of the complaint device we were unable to determine the cause of the reported leak. Based on the findings from previous investigations of similar complaints, the reported leak was most likely due to failure of the glue bond between the water feedset tube and the bag spike. All chambers are pressure tested and visually inspected prior to leaving the production line and any holes or leaks in the feedset are identified during this process. This suggests the leak developed post production. The user instructions which accompany the mr290 chamber state the following: "set appropriate ventilator alarm." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare representative that water droplets formed at the water bag spike on an mr290 autofeed humidification chamber. This was found during use. No patient consequence was reported.